Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that she experienced sensor reading discrepancies. Customer stated that at first the sensor was reading 332 mg/dl but her blood glucose was 78 mg/dl. Then the insulin pump alarmed threshold suspend because the sensor was reading 55 mg/dl. During troubleshooting; it was found that the customer did not perform the new sensor connection and did the find lost sensor and the insulin pump was still counting the old sensor. Customer was assisted in connecting to the new sensor.